Manufacturer narrative:
(B)(4). The sample was not available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause was handling related. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter (B)(4) that a leak was noted prior to patient use. The seal between the chambers had broke. There was no patient involvement as this was prior to use. There was not injury or medical intervention.